Event description:
In 2007, abbott point of care was contacted by a customer who reported that I-stat cardiac troponin I cartridge yielded a result of 0.32 ng/ml. A sample which was drawn at the same time, yielded a cardiac troponin I result of 0.01 ng/ml on a lab analyzer. The I-stat result of 0.32 ng/ml contributed to the decision to sent the pt for cardiac catheterization. Test results from the cardiac catheterization were negative.